Event description:
Na.

Event description:
The user stated he has had issues with sodium qc and has had to issue corrected reports for pt samples. One example of a pt result was provided of an initial result of 129 mmol per l. After analyzer maintenance, calibration and qc the repeat result was 135 or 136 mmol per l. The user stated he is repeating any pt sample with results less than 130 mmol per l on the cobas 2 at the site. He stated the repeat result would be "5 to 7 points higher" or "137 mmol per l or about, plus or minus 4 points higher". The user refused to provide any specific pt data. Erroneous pt results were reported, but the exact quantity was unk. The user stated "that if any pts had been adversely affected he would have heard about it from the physicians by now." The field service representative could not find a cause. He tested the ise unit, performed an ise precision test twice, performed a check test, cleaned the flow path and checked the ise cartridges and housing. The field application specialist was unable to determine a cause. She noted the user believes that "the issue has something to do with running the green rack." She investigated the possibility that the account was re-using and or washing chimneys that are placed in the ise standard reagent and educated the customer on importance of not reusing chimneys.

Manufacturer narrative:
The investigation determined the cause was incorrect handling of standard low and high and qc material. The calibrators were being used for one analyzer, store minimally covered and reused 2 hours later for one analyzer. No adverse events were reported. Calibration on the other analyzer.